Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller noticed that for a week and a half she has been getting variable results and started to doubt the meter was working properly. One day she did a test in the morning and got "lo" and tested again and got 333 so she tried a third time and got 247 all within 10 min and using new drop and ne lancet. She was not sure how much medication to take because the meter was reading all over the place and she had no symptoms. She waited a few hours and felt her sugar was high so she did two tests. The first one she got 204 and the second she got 267. The next day she took another 3 readings within a minute and got 180, 300 and 191. Every time she would test she would have to test 2-3 times and she would waste a lot of strips and she is very confused on what is going on with her meter. Controls not used. Replacing product.